Event description:
A peritoneal dialysis (pd) patient reported m31 air detected in cassette warning messages that occurred during fill 4 of 7 of treatment. The patient was connected during the incident. Fluid was seen coming from the big circles on the cassette. Fluid was discovered in the pump module area and on the external of the cassette, discovered during tx complete - step 9 remove cassette of treatment. Upon follow-up, the patient's peritoneal dialysis registered nurse (pdrn ) stated the cycler prompted with m31 air detected in cassette warnings during fill 4 of 7 of treatment. Treatment was cancelled and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen coming from the big circles on the cassette. The cause of the damage on the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. Per pdrn the patient reportedly was advised by the customer support representative to discontinue use of the cycler the following treatment to allow for the cycler cassette area to dry. The pdrn stated she was upset by the fact that the patient was advised not the use the cycler the following treatment, as the patient needed to dialyze daily. The pdrn confirmed the cycler set (cassette) used was discarded by the patient and was no longer available to be returned for investigation. The pdrn inquired about having the cycler replaced due to the reported fluid leak incident. The patient has since resumed treatment using the cycler.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported m31 air detected in cassette warning messages that occurred during fill 4 of 7 of treatment. The patient was connected during the incident. Fluid was seen coming from the big circles on the cassette. Fluid was discovered in the pump module area and on the external of the cassette, discovered during tx complete - step 9 remove cassette of treatment. Upon follow-up, the patient's peritoneal dialysis registered nurse (pdrn) stated the cycler prompted with m31 air detected in cassette warnings during fill 4 of 7 of treatment. Treatment was cancelled and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen coming from the big circles on the cassette. The cause of the damage on the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. Per pdrn the patient reportedly was advised by the customer support representative to discontinue use of the cycler the following treatment to allow for the cycler cassette area to dry. The pdrn stated she was upset by the fact that the patient was advised not the use the cycler the following treatment, as the patient needed to dialyze daily. The pdrn confirmed the cycler set (cassette) used was discarded by the patient and was no longer available to be returned for investigation. The pdrn inquired about having the cycler replaced due to the reported fluid leak incident. The patient has since resumed treatment using the cycler.